Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds and lead insulation breach was suspected. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.